Event description:
After falling and sustaining a blow to the head, pt was no longer able to hear with the prosthesis. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to the MFR's specs. Explantation/reimplantation surgery was completed successfully in 2003. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.